Manufacturer narrative:
Other for coil prolapse in to vessel. The device remains implanted in the patient and is not available for evaluation.

Event description:
The patient was under going coil embolization of an aneurysm in the right posterior communicating artery (pcom). The third coil [device in question] was placed into the more medial lobe of the aneurysm, but a single loop of the coil was noted to be prolapsed into the neck of the pcom. Attempts to reposition the coil into the neck of the pcom. Attempts to reposition the coil into the aneurysm resulted in the coil stretching proximally. The physician stated "the coil did not appear to be able to be removed entirely." The single loop of the coil remained prolapsed into the neck of the pcom and there was no evidence of platelet aggregation or reduction of flow into the pcom. However, as a precaution a single bolus of eptifibatide was administered. It was noted that the placement of a subsequent coil moved the loop of the coil [device in question] "in a cephalad direction" that resulted in lessening the impingement on the pcom. Final distal subtraction angiograms revealed "some mild prolapse of the coil into the parent right internal carotid artery/right pcom junction." There was no reported decrease in the flow of these vessels and the physician stated "the coil loop appears stable without evidence of movement, and there is no evidence of thromboembolic complication." The patient was assessed as 0 on the modified rankin scale both pre and post procedure, and there are no reports of adverse effects of this event.